Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staples were missing. The surgeon used a u.s.s.c.* purstring* to complete the procedure. The hosp has reported no pt injury occurred.